Event description:
It was reported that the balloon leaked during use of the endoplege. They were unable to replace the device because they did not have any extra inventory to use. They did the surgery as normal and took out the ep about 45 min into the case. No adverse event to the patient.

Manufacturer narrative:
Evaluation: (B)(4) 2011: colored water was introduced into the balloon lumen and it is noted that there is delamination of the distal balloon bond. Visually there is a fluid path. The entier device was visually inspected and there is a subtle kink in the bellows however this does not affect the way the device functions. Water was introduced through pressure and infusion lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed for lot 774336 and this device met all specifications upon distribution. A product risk assessment is open regarding delamination of balloon bond on the ep and is applicable to this event. A CAPA will be opened to document the investigation. Trends will continue to be monitored.